Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of a clip unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure for gastric-duodenal bleeding /bleeding ulcer procedure performed on (B)(6) 2023. During the procedure, the clip was released and placed in the patient but remained attached to the delivery catheter after firing. The clip was removed when the catheter was retracted. The procedure was completed with a different device. There were no patient complications have been reported as a result of this event.